Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2013, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) to right coronary artery continuation segment (r-pav) with 90% stenosis and was 120 mm long, with a reference vessel diameter of 3.50 mm. The lesion was treated with predilation and placement of 2.50 x 38mm, 3.00x38mm and 3.50x38mm promus element stents with 0% residual stenosis. In (B)(6) 2019, the subject was diagnosed with symptoms related to acute myocardial infarction and was hospitalized on the same day. The following day, 12 lead electrocardiogram was performed which revealed the location of the myocardial infarction as lateral. Cardiac enzymes were withdrawn with ck-mb=28.5 iu/l, uln=25.0 iu/l. Non- target vessel revascularization was also performed. Post-hospitalization, the patient was referred for coronary angiography. The event was considered to be resolved on the same day and four days later, the subject was discharged. The physician considered the myocardial infarction related to one of the implanted stents.